Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon fluoroscopic inspection of the valve load, an infold was not definitively confirmed. Upon the first deployment attempt, an infold was identified. Following the implant of the valve and after removing the delivery catheter system (dcs), a transesophageal echocardiogram (tee) was performed that confirmed the infold in the valve frame subsequently, a post-implant balloon aortic valvuloplasty was performed with a 24 millimeter (mm) balloon to resolve the infold. It was later identified that frame node overlap to the 4th node occurred during loading of this valve, constituting a misload that was not identified and the misloaded valve and dcs were used for implantation. It was noted that the misload was not due to a new valve loader. No patient complications were reported as a result of this event.